Event description:
The clinic reported that a laser vision correction patient presented with foreign body in left eye under flap one day post treatment. Treatment date was (B)(6) 2014. Flap lift performed & foreign body was removed with no further complications. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints and mentioned good vision and comfort. Symptoms resolved on (B)(6) 2014. Bcva from (B)(6) 2014: right eye pre-op 20/25 -2.25 x -1.00 x 112, left eye pre-op 20/25 -1.00 x -.25 x 45.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.